Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced low blood glucose level. Customer's blood glucose level was 52 mg/dl. Customer declined the troubleshooting for low blood glucose. Customer stated that they pup on sensor but tape not sticking. The device will not be returned for analysis.